Event description:
It was reported that pt was admitted to the ER per the physician advising emergency surgery as a result of pain over the scs ipg pocket site in addition to skin erosion at the site due to weight loss. Subsequently, the pocket site was relocated and the scs ipg was explanted and replaced. Culture results did not show any infection. No additional info is available at this time.

Manufacturer narrative:
Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Eval: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.